Event description:
It was reported that three pts sustained hypopigmentation and scarring after hair removal treatment with a lightsheer duet laser system. It was further reported that the pt required no medical intervention.

Manufacturer narrative:
An exam and testing of the subject device by a lumenis service subject matter expert concluded that the device operated to MFR specifications and no related device malfunction was reported or observed. A review of the reported events by a lumenis technical subject matter expert concluded the device performed within specifications. Probable root cause determined to be debris build up on the treatment tip in contradiction to cleaning guidelines in device labeling and training materials.

Manufacturer narrative:
An exam and testing of the subject device by a lumenis service subject matter expert concluded that the device operated to MFR specifications and no related device malfunction was reported or observed. A review of the reported events by a lumenis technical subject matter expert concluded the device performed within specifications. Probable root cause determined to be debris build up on the treatment tip in contradiction to cleaning guidelines in device labeling and training materials.

Event description:
It was reported that three pts sustained hypopigmentation and scarring after hair removal treatment with a lightsheer duet laser system. It was further reported that the pt required no medical intervention.

Event description:
It was reported that three pts sustained hypopigmentation and scarring after hair removal treatment with a lightsheer duet laser system. It was further reported that the pt required no medical intervention.

Manufacturer narrative:
An examination and testing of the subject device by a lumenis service subject matter expert concluded that the device operated to manufacture specifications and no related device malfunction was reported or observed. A review of the reported events by a lumenis technical subject matter expert concluded the device performed within specifications. Probable root cause determined to be debris build up on the treatment tip in contradiction to cleaning guidelines in device labeling and training materials.